Event description:
It was reported that a patient underwent a gynecological procedure in 2010 and a sling was implanted. One month after the procedure, the patient experienced pelvic pain and developed recurrent urinary infections due to e. Coli, symptoms of bladder emptying disorder, urinary retention, and dyspareunia. The patient was seen by the physician in (B)(6) 2011 and was diagnosed with acute urine retention due to severe urethral fibrosis. For that reason, a transurethral probe was used to remove 800cc of smelly and hematuric urine. The patient was taken to the operating room and underwent a procedure for an urethrolysis plus fibrosis resection. It was determined that the placement of the mesh had produced a rectractile fibrosis of the anterior vaginal wall and some mesh was removed. The patient was discharged on (B)(6) 2011, with outpatient treatment and consultation. The patient was seen by the physician towards the end of 2011. She was given medical treatment and instructed to wait some time. The patient did not see any improvement. She experienced pyelitis at the right kidney and had difficulty walking due to pelvic pain which radiated down both lower limbs. Later, the patient was examined by another physician and was diagnosed with non specified neuromuscular dysfunction of the bladder and chronic pelvic pain syndrome with fibrous retraction of all anterior vaginal wall due to mesh. The physician recommended a transvaginal urethrolysis and a vaginolysis by the vaginal route. Previously, vaginal estrogenic preparation with topic estrogens were used. The physician planned to manage the pelvic pain with analgesics, behavioral therapy and was considering use of a pain clinic.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.